Manufacturer narrative:
We are now investigating this case.

Event description:
Adverse event: redness of face and neck. On 2010-(B) (6), a (B) (6) female patient received artz dispo injection. On 2010-(B) (6), redness of face and neck occurred. She was admitted. The physician stated it would be appeared the event allergy and possibly related to artz dispo injection.